Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy pacemaker (crt-p) device, the physician observed low, out-of-range (less than 200 ohms) from this implanted right ventricular (rv) lead. Additionally, there was evidence of rv oversensed noise. The physician suspected that the rv lead conductor was likely fractured, in addition to potential insulation damage, which resulted in the low impedance and oversensed noise. Although the field representative strongly indicated that the rv lead should be replaced, the physician elected to leave the lead in situ. The noise persisted, so the physician also elected to reduce the rv lead sensitivity to prevent potential pacing inhibition. Boston scientific technical services (ts) was also contacted and agreed that the lead was likely impaired and should be replaced. Recently, ts reviewed two videos that confirmed a rv lead fracture. However, the physician elected to not perform intervention and is continuing with monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy pacemaker (crt-p) device, the physician observed low, out-of-range (less than 200 ohms) from this implanted right ventricular (rv) lead. Additionally, there was evidence of rv oversensed noise. The physician suspected that the rv lead conductor was likely fractured, in addition to potential insulation damage, which resulted in the low impedance and oversensed noise. Although the field representative strongly indicated that the rv lead should be replaced, the physician elected to leave the lead in situ. The noise persisted, so the physician also elected to reduce the rv lead sensitivity to prevent potential pacing inhibition. Boston scientific technical services was also contacted and agreed that the lead was likely impaired and should be replaced. At this time, the rv lead, crt-p remain implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy pacemaker (crt-p) device, the physician observed low, out-of-range (less than 200 ohms) from this implanted right ventricular (rv) lead. Additionally, there was evidence of rv oversensed noise. The physician suspected that the rv lead conductor was likely fractured, in addition to potential insulation damage, which resulted in the low impedance and oversensed noise. Although the field representative strongly indicated that the rv lead should be replaced, the physician elected to leave the lead in situ. The noise persisted, so the physician also elected to reduce the rv lead sensitivity to prevent potential pacing inhibition. Boston scientific technical services (ts) was also contacted and agreed that the lead was likely impaired and should be replaced. Recently, ts reviewed two videos that confirmed a rv lead fracture. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.